Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, and opening in the anterior. A microscopic analysis was performed which identify striated opening in the anterior. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "breast shape transformation," rupture, and capsular contracture baker grade unknown. The device has been explanted.

Event description:
Healthcare professional reported right side "breast shape transformation," and capsular contracture baker grade unknown. The device has been explanted, device was intact.